Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the bleeding at the access site was not determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 66 year old female with a past medical history of coronary artery disease, diabetes mellitus, and renal insufficiency presented with acute myocardial infarction complicated by cardiogenic shock, with a pre support clinical state consistent with scai shock stage c. An impella cp was percutaneously implanted via the right femoral artery on (B)(6) 2026. The implanting physician was not present for insertion, and staff were unable to confirm whether vessel tract nicking or spreading was performed. Some bleeding was noted at the impella access site in the catheterization laboratory, with a post procedure act of 328 seconds. The device was secured with an ft suture and angle matching. The patient¿s hemoglobin was 9.9 g/dl pre procedure and 8.7 g/dl on initial ICU assessment; no pci was performed. Bleeding at the access site resolved upon arrival to the ICU.post procedure, the patient developed ventricular tachycardia requiring CPR and administration of a 2 liter fluid bolus. Subsequent laboratory testing demonstrated a hemoglobin of 5.5 g/dl, and the patient was transfused with three units of packed red blood cells, resulting in a repeat hemoglobin of 12.2 g/dl. The treating provider documented that the low hemoglobin value was likely inaccurate and influenced by hemodilution from the fluid bolus. Repeat hemoglobin more than six hours post transfusion remained stable at 11.6 g/dl.following transfer to the receiving hospital on (B)(6) 2026, the patient¿s hemoglobin was 9.5 g/dl with a supratherapeutic heparin anti xa level of 1.79. Echocardiography demonstrated an underfilled left ventricle, while cvp and pulmonary artery pressures were documented as normal; no external bleeding was observed at the impella site. Plasma free hemoglobin was elevated to 148 mg/dl on initial assessment. Under echocardiographic guidance, cardiology adjusted the impella position for a deep position concern, with subsequent plasma free hemoglobin decreasing to 3.5 mg/dl. Later that day, the pump was again slightly repositioned due to placement signal low alarms and ventricular type waveforms on the lv signal; waveforms normalized and alarms resolved following repositioning, and no external bleeding was noted.on (B)(6) 2026 at approximately 05:45, the patient was found to have a hemoglobin of 2.7 g/dl and was started on a massive transfusion protocol. A small to moderate amount of external bleeding from the impella access site was reported during patient repositioning for hygiene care. Interventional cardiology was consulted and recommended device removal for improved access site control. During attempted pullback of the impella into the aorta at approximately 05:50, it was reported that part of the introducer sheath retracted with the catheter, resulting in significant bleeding. The impella was turned off at 06:00 and fully explanted by 07:00, at which time a femstop device was applied and hemostasis achieved, with stabilization of blood pressure. The patient survived explant. The cardiology team assessed that the patient likely experienced a silent retroperitoneal bleed contributing to the severe anemia, despite a CT scan performed late on (B)(6) 2026 that was negative for retroperitoneal bleeding. The patient was documented as supratherapeutic on heparin, and the heparin infusion intended to be paused had not been stopped. The impella pump was removed at an external facility and product availability for return was uncertain at the time of reporting. The patient survived to explant and was reported as stable.conclusion:this complaint describes a case of severe anemia and bleeding in a critically ill patient supported with an impella cp, with contributing clinical factors including supratherapeutic anticoagulation, hemodilution, possible laboratory inaccuracies, and suspected retroperitoneal bleeding. Device repositioning was required due to deep position and resulted in normalization of waveforms and plasma free hemoglobin levels. The device was ultimately removed during management of bleeding. Based on the available information, the patient injury and bleeding events were not attributed to a malfunction of the impella device, and the device was assessed as having no involvement in the reported adverse outcome. The patient survived explant. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. The ventricular tachycardia requiring CPR and administration of a 2 liter fluid bolus may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error.